Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is the same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the functional testing, including the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Unable to perform carelink upload due to critical pump error (open book image) alarm. Per (B)(6) ¿ r&d engineer: open-book was generated by a fatal error. The details cannot be provided due to lack of detailed traces - suspecting the hw. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. Critical pump error (open book image) alarm confirmed due to corroded electronic assembly and corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, peeling/stained serial number label, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 13-feb-2024 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-feb-2024 in the pump history file. (B)(6) 2024 14:54:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 15:10:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert - unknown. Unable to perform the functional testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to corroded electronic assembly and corroded force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.